Event description:
During the atrial fibrillation procedure using ensite x in voxel mode, the procedure was cancelled due to the following issues of display, model bloat, respiration compensation, and metal distortion was too sensitive. There was no patient consequences.

Manufacturer narrative:
The ensitex system software is functioning as designed. Per the IFU , abbott suggests monitoring the respiration waveform, if the waveform looks regular recollect the respiration compensation baseline. If the breathing pattern is shallow, then consider turning off respiration compensation. If catheter movement occurs, it is recommended to use conventional ep techniques, such as fluoroscopy or inspection of intracardiac electrogram signals, to confirm catheter location, mapping system verifies that in some cases a model bloat/false space can occur. Review of the ensite system shows that when irregular respiration rejection is active, data points are rejected to not affect the weighting for respiration compensation and that 3d point collection is disabled when metal distortion error occurs. Adjusting the metal environment near the patient such as raising the flat detector may resolve the issue. Navigate to the prs setup screen and ensure all line items are green. If necessary, resetting metal baseline should resolve the issue.